Manufacturer narrative:
The control board subject of this event was returned to steris for evaluation and it was determined that the control board was damaged. The source of the damage could not be confirmed. Following replacement of the control board the lighting system was returned to service; no further issues with the control board have been reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the lighting system and found that the lighthead control board required replacement. The technician replaced the control board, tested the unit, confirmed it to be operating according to specification, and returned it to service. The control board subject of this event has been returned to steris for further evaluation. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that the four lightheads on their harmonyair m series surgical lighting system intermittently turned off during a patient procedure. Facility personnel utilized a portable light and the procedure was completed successfully. No report of injury.